Event description:
Device was explanted because pt was experiencing increased spasticity. It was reported that the "low battery alarm" was sounding. Troubleshooting of the device system was conducted and all was found to be normal. The catheter was patent and the residual volumes matched, but the alarm was on. Device was programmed to "low dosages." The pt was reimplanted with a new device and is doing well.